Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the component found four bands present with one band broken and separated from the ligator head. The ligator head teeth were bent. The suture was broken and attached to the ligator head. Based on the condition of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands would not deploy after one band was released. After the device was withdrawn from the scope, it was noticed that the suture was detached and that two bands were broken. The procedure was completed with another speedband superview super 7 device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands would not deploy after one band was released. After the device was withdrawn from the scope, it was noticed that the suture was detached and that two bands were broken. The procedure was completed with another speedband superview super 7 device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.